Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient reported that after wearing the pod longer than 48 hours on the leg, she noticed a red lump under her skin at the insertion site that became an infected abscess (size of an egg), swollen and painful. The patient stated that once the pod was expired, she removed it, washed the site with antibacterial soap but the site still became infected. The patient experienced fever and nausea. She visited her family doctor, who prescribed her antibiotics (cephalexin -1000 mg) to be taken 2 times a day for 7 days and will go to the hospital if it does not improve.